Manufacturer narrative:
H3 other text : device serviced by third party service center.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no patient harm or injury reported. The device was returned to the manufacturer, and it was sent to a third-party service center for evaluation. During the evaluation in the service center, it was observed that there were visible foam particles in the device. The unit was scrapped.